Event description:
Procedure: gastric bypass. According to the reporter: the endostitch needle es-9 of a 2-0 polysorb suture broke in half while being used in a patient. Half remind in the suturing device, the other half was in the patient and was not visually detectable. An x-ray was performed. One of the needles from the endostitch broke off within the wall of the stomach. Surgeon was not able to retrieve the broken piece of needle.

Manufacturer narrative:
(B)(4).